Event description:
Information was received regarding a cadd cassette reservoir being used for for chemotherapy infusions of 5-flurouracil . It was reported that the cassette caused infusion pumps to alarm and not recognize cassette during extended infusion of chemotherapy. Total of 7 patients affected at this site so far. Patients had to come back to clinic to get medication remade or discontinued depending on provider discretion. Some patients did not get a dose of chemotherapy they would have otherwise received without product error. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.